Event description:
A malfunction of a pump was reported by the caller. No notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. It was concluded that the customer could continue using the pump, and the caller was advised to contact technical support again if the malfunction reappears.